Event description:
It was reported that right ventricular (rv) lead was explanted due to pericardial effusion which it may have been caused due to a possible perforation, the lead also exhibited loss of capture. The event was discovered the same day was implanted. The lead was successfully replaced. No additional patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous. Failure to capture was not confirmed, perforation and pericardial effusion could not be confirmed.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that right ventricular (rv) lead was explanted due to pericardial effusion which it may have been caused due to a possible perforation, the lead also exhibited loss of capture. The event was discovered the same day was implanted. The lead was successfully replaced. No additional patient effects.